Event description:
It was reported that in 1998, a lead was implanted but the paresthesia was never on the right place. In 2008, the system was explanted, but the lead was left inside by just cutting the cable. It was noted that removing the lead was believed to be too risky and the amount of epidural grease was so small.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).